Event description:
Customer reports receiving high readings. In blood glucose tests, customer received a lab reading of 39 mg/dl compared to a pcx meter reading of 127 mg/dl within 10 minutes. The reuslts when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.